Event description:
The event occurred in italy. It was reported that the error message ¿b temp¿ occurred on the rotaflow console. It was noticed during the preparation of the device. No patient was involved. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in italy. It was reported that the error message ¿b temp¿ occurred on the rotaflow console. It was noticed during the preparation of the device. No patient was involved. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The battery pack for rfc (article number 701017188) has been replaced. After the replacement the device is working as intended. The reported failure "b temp" could be confirmed and the most probable root cause could be determined as the battery reached its useful lifetime and replacement overdue. The expired battery could led to overheating of the battery which results in the error message "b temp". Based on the investigation results the reported failure could be confirmed. A review of non-conformities was performed on 2025-08-05 and during the time from 2010-05-21 to 2025-08-04 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on (B)(6) 2010. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.